Manufacturer narrative:
H2) correction made to section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.0.1 h3, h6) the system was serviced in the field. In summary, the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable. H3, h6) a software analysis was conducted. In summary, there was insufficient information to determine whether a software analysis contributed to the reported behavior. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the patient image was not imported. There was no patient involvement. Additional information was received. The issue was observed when the user checked the system. Patient images were usually imported to the system through network from the electronic picture archiving and communication systems (pacs). The medtronic representative (rep) checked the system with other patient images, and it was fine. It meant that there were some issue or mistake when the customer took the patient image.